Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18dec2019.

Event description:
The customer reported a touch screen failure. There was patient involvement, but no one was harmed. The manufacturer¿s field service engineer (fse) could not duplicate the issue, and the touch screen was working. No parts were replaced to resolve the issue.